Event description:
During a scheduled makoplasty partial knee arthroplasty procedure, before any cutting had been performed, the case was cancelled by the physician and rescheduled to a later date due to a non-functioning foot pedal and burr motor.

Manufacturer narrative:
The malfunction occurred prior to the use of the mako robotic arm interactive orthopedic system (rio) during pre-surgery checks. As part of normal complaint follow-up, an evaluation was performed by mako surgical. Mako field service evaluated the device, and determined that the burr motor was functioning as intended, and the event was due to a non-functioning foot pedal only. In this case, the system safety features functioned as intended, as the fault was detected during the pre-surgery check.